Manufacturer narrative:
MFR control no ic980027. The sample has been returned to arrow. Examination found that the balloon had a tear in the latex near its center. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.

Event description:
It was reported that the balloon on the catheter ruptured in situ. There were no pt complications.